Event description:
During trouble shooting, the customer reported missing segments on the aviva system. No adverse event reported. No action or inaction was taken based on device results. Requested return of suspect device and replacement was sent.